Manufacturer narrative:
The complaint of an interference issue between the guidewire and stylet was confirmed, and the cause is likely use related. The product returned for evaluation was two blue retro stiffening stylets, two 0.038 x 100cm guidewires, and a retro catheter. The stiffening stylet within bag one was returned in three segments. Both break sites were localized and the guidewire was undamaged and within specification. The stiffening stylet within bag two had undergone extreme tensile damage resulting in elongation of the stylet and a hole in the material with the guidewire core protruding from it. The guidewire was severely frayed and elongated. An attempt to remove the wire from stylet was unsuccessful due to the frayed condition of the wire and damage to the stylet. The catheter was returned in three segments, and the arterial luer was not returned for evaluation. Microscopic examination confirmed the use of a sharp instrument tool with the stylet breaks in bag one, and catheter breaks in bag three. The action most representative of the damage found to the unraveled guidewire, and stylet, is forceful retraction of the wire against the stylet. Pulling the guidewire back through any component may cause damage to the wire and related components, and is a known issue covered in the IFU. A lot history review (lhr) of asxk0001 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter broke off when trying to pull it back out of patient when it got stuck on the wire. Never seen that happen before. Had to remove whole catheter and wire so that the tip didn't get left in patient. Fortunately was able to maintain access with other wire.